Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 502.2mg/dl at the time of the incident. The customer reported that she inserted an infusion set today, but she gave a correction an hour ago. The pump said she has 3u of active insulin in her body. The blood glucose was 396mg/dl and correction did not bring it down. She changed infusion sets only and the blood glucose was now 502.2mg/dl. The customer asked if she should do a manual injection. The customer reported that when she primed the tubing, she got it to 25 units. She did not see drops coming out of the tubing. She shook it and saw some drops so she connected to her body. The customer did not want to troubleshoot the pump. The customer was advised to monitor the blood glucose and to call back if she has any questions. The insulin pump will not be returned for analysis.